Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead was extracted "due to a concern for reliable defibrillation." During the lead revision procedure the physician was unable to obtain a location with acceptable sensing with the replacement rv lead. Multiple attempts were made to reposition the lead without success. The lead was removed and an alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.